Event description:
The hcp reported that the patient presented to the emergency room with an increase in pain and "withdrawal symptoms, vomiting/nausea." The patient had reported that recently he passed through airport security and feels that the "pump stopped working". No alarms were audible. Interrogation of the pump had not been performed as the time of this report. A follow up report will be sent if additional information becomes available.